Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is having an MRI due to a problem with the patient's device/therapy. The patient is reporting pain. The patient stated she has lower nerve pain because of scar tissue on the nerve ending. The patient stated she has lower left leg pain and is also getting si joint injections for a couple years. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that there was not an issue with the system. The event was caused by the patient running out of sticky discs that they use for charging. The issue resolved with a new order of the adhesive discs. No further complications were reported.